Manufacturer narrative:
.

Event description:
A 1.5 mm diameter x 12 mm length sprinter mxii dilatation balloon catheter was inserted in a pt for pre-dilatation of an occluded rca lesion site. Vessel morphology was reported to be severe calcification. It was reported that several attempts were made to cross the lesion with multiple products. It was reported that the sprinter balloon was inserted and inflated at the lesion site multiple times; the last time at 18atm, when the balloon burst. The physician was aware that the balloon may burst given the high atmospheres the balloon was taken to. The physician stated, that the balloon helped due to the fact that no other product was able to cross the severely calcified lesion. The balloon catheter was successfully removed from the pt and multiple stents were implanted. The pt is reported to be fine and no additional clinical sequelae were reported. Medtronic has received the device and its analysis has been completed. Blood residue was evident in the luer and in the balloon. Balloon material has detached at the transition between the proximal cone and the neck of the balloon. The balloon is bunched and pushed distally. The balloon burst occurred radially the burst site on balloon occurred in the proximal cone of the balloon distal to the proximal balloon bond that joins the balloon to the distal shaft.